Event description:
The event is reported as: the customer alleges the lubricant applied to the cuff leaked into the airway tube of the device. The reported defect was detected prior to use; however, the device was in the operation room in preparation for a procedure. There was no patient involvement.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.